Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced brakes can't engage. There was no patient involvement.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Codes have been updated to reflect this.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced brakes can't engage. There was no patient involvement.